Manufacturer narrative:
Device investigation summary ¿ the complaint condition for the 352.040 lot number 9301709 5.0mm flexible shaft was likely caused by the application of excessive force or some other manner of rough handling during surgery; however, this complaint is not likely a result of any design related deficiency. The 352.040 5.0mm flexible shaft is an instrument routinely used in the flexible reamers for intramedullary nails system. The device was returned and reported to have snapped during surgery. This condition is confirmed; the device was returned in two broken portions of the same approximate length. It is likely that the application of excessive force or some other manner of rough handling during surgery has led to this complaint condition. The device was manufactured in 1/2015 and is less than a year old. The balance of the returned device is in fair condition with some signs of wear at the proximal end. Device drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: (B)(6) 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an intramedullary tibial nail insertion on (B)(6) 2015, a 5.0 millimeter flexible shaft snapped in two during reaming. The shaft was caught between two severe bends of a 2.5 millimeter reaming rod. All parts were easily retrieved. There was a one to two minute surgical delay. No patient harm was reported. The rest of the surgery was reported to be uneventful. This is report 1 of 2 for (B)(4).